Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A sudden loss of navigational integrity is symptomatic of a drb shift. Investigation of the case logs show that the surveillance marker was not paired to the drb during placement of the interbody. If the surveillance marker is not paired to the drb, the software is unable to detect and alert the user of potential shifts of the drb during navigation. Before proceeding with navigation, the user acknowledges that they will perform an anatomical landmark check with each new instrument to ensure navigational integrity. Additionally, the user acknowledges that the use of a surveillance marker can reduce registration shifts. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
All our screws were on, we used pre op CT workflow with g-arm. Then we took an x-ray of our lateral trial, and the navigation was on. When placing the implant, we were 4/5mm off posterior. We had to go back in, open the patient, retrieve the cage and re do everything, navigation appeared to be on up until the cage.